Event description:
There was no evidence of snapping, but there was a large amount of fluid that could possibly be correlated with inflammation from metal particles of accelerated wear. The patient's metal-suppression CT scan was reviewed by our joint surgeons as well as our orthopaedic radiologist. All physicians did feel as though the grinding, catching, and clunking sensation she is feeling in her left hip is a significant problem.patient had left hip arthroplasty performed a short time ago. She had ratcheting and catching on the left hip from early on post-operatively. She then underwent right hip arthroplasty and immediately noticed how abnormal and different the left hip was. She eventually sought medical advice, at which time she was radiographically and serologically evaluated. The md felt that the position of her left acetabular cup might be less than ideal and might be contributing to what appeared to be a bearing surface issue and increased metal lines in her blood. Her exam was consistent with prosthetic impingement. Md's have recommended she consider revision arthroplasty.